Event description:
It was reported that one day post implant the right ventricular (rv) lead¿s r-wave measurements have dropped and were unsatisfactory. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.